Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 at 5:00 am when the patient got up, his cgm alerted while he was in the bathroom. His spouse did not check on him as his cgm alerted right after he went into the bathroom. However, she heard a ¿thump¿ immediately after the alert sounded and found the patient on the floor unresponsive. Emergency medical services was called and performed a bg upon arrival which was 20 ¿ 25 mg/dl. The patient was treated with IV glucose and once he regained consciousness, he was given food and declined transportation to the hospital. Post-event, the patient was dizzy and shaky. The patient stated his cgm had not alerted even though his low setting was at 70 mg/dl. The patient¿s spouse reviewed the cgm and alert data on the app and noted the cgm alerted for a critical low only. Per the patient, the app showed the transmitter was to expire in one week (may 12). However, it was determined that the transmitter had been activated on january 20 or 30, 2023 (more than 90 days prior to the event). Data was provided for investigation. Based on the summary of user settings, all alerts were delivered and acknowledged by the patient. The allegation was not confirmed via data. The device alerts are performed within speciation and patient settings. The probable cause could not be determined via data. No additional patient or event information is available.